Event description:
A consumer wrote a letter reporting that she has had an uncomfortable feeling and a shade (shadow) in the left corner of her eye following intraocular lens implant surgery. Follow-up with the implanting surgeon confirms the patient has complained of these issues since 2006. The surgeon indicates he feels the patient's outcome has been excellent and has not been able to idenitify the source of these complaints. The implanting surgeon has advised the patient to follow-up with her retina physician. The patient has indicated she plans on seeing a new retina physician because she read that this new physician has done a study with a new drug that promises to restore vision in patients with macular degeneration.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.